Manufacturer narrative:
(B)(4). Constipation. Bowel obstruction occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. It was reported that on (B)(6) 2011 the patient underwent closure of wound dehiscence.

Event description:
It was reported that the patient underwent an incisional hernia repair on (B)(6) 2007 and mesh was implanted. Postoperatively, the patient experienced incisional and abdominal pain as well as constipation that lasted for three days. The patient was diagnosed with colonic obstruction and a left incarcerated inguinal hernia, requiring emergency surgery. On (B)(6) 2011, he underwent a sigmoidectomy with a colostomy and hartmann's pouch to drain an abdominal abscess and repair a left strained inguinal hernia . He had an additional surgery for a colostomy revision, small bowel resection, and hernia repair on (B)(6) 2011. On (B)(6) 2012 he had a flexible sigmoidoscopy with placement of a metal stent across the colonic structure. No additional information was provided.